Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Complaint discovered through journal article. Devices either discarded or implanted.

Event description:
It was written in a journal article that in a study of strut versus miniplate for fractures of mandibular angle, one patient demonstrated infection of the parasymphyseal fracture site 1 month post-op. The hardware was found to be loose, but good bone healing had been achieved, so no additional fixation was needed.